Event description:
Medtronic received information regarding a navigation system being used in an unknown context. It was reported that there was a c-arm interfacing issue. Patient presence unknown. No further information available. Additional information was received. There was inaccurate navigation when interfaced to ziehm vision rfd 3d system. The "inaccurate navigation issues" occurred because there was an issue on the c-arm side, leading to bad quality images and, in the end, to inaccurate navigation.

Manufacturer narrative:
H3) a manufacturer representative (rep) went to the site to test the navigation system. Customer reported fault that there was inaccurate navigation when interfaced to ziehm vision rfd 3d system. The rep performed calibrations and functional testing. The calibration activities had been performed together with s ziehm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.